Manufacturer narrative:
Corrected fields are e1 event site state, event site telephone, h6 type of investigation, component and h11. Updated fields are b4, g3, g6. Use reported gas losss alarm that he troubleshot and wanted to verify he had done so correctly. He stated no blood in helium tubing and all connections are secure. The esp personnel reviewed troubleshooting, possible causes for both alarms, use of the help key and iab fill key.

Event description:
N/a.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates).

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.